Manufacturer narrative:
A technical services (ts) consultant recommended trying different pacing configurations to determine if that might help lower the lv pacing impedance. Additional information was provided that different lv lead configurations were tried, but did not change the pacing impedance measurements. The decision was made to continue monitoring the patient. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this device was electively explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded gradually increasing left ventricular (lv) pacing impedance measurements; which were now greater than 2000 ohms. It was noted that at implant, the impedance was 1640 ohms and the pacing threshold and intrinsic amplitude measurements were good. The physician elected to accept the impedance based on the fact that all other measurements were good. The current configuration for the lv lead was tip to ring. It was questioned if this should be a cause for concern. To date, there have been no reported adverse patient effects associated with this clinical observation.